Manufacturer narrative:
The ge rep performed an on site investigation. The lemo connector and pins were checked and put back together. The software was reloaded and the files were recalibrated. The sys was then found to be operating as intended.

Event description:
The customer reported the sys failed to boot up. There was no report of pt injury.